Event description:
(B)(4). Severe pain in pelvic area, stabbing pain in alternate sides where my tubes are. Bloating to the point where I am asked if I am pregnant, terrible periods, with large clots that are painful to pass, mood swings, weight gain.